Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility.

Event description:
It is reported that during normal ventilation of a pt, the ventilator made an unexpected shutdown and the user states that no alarm was generated. The malfunction was discovered when a sao2-alarm was generated from an external pt monitor. There is no pt injury reported.